Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 10 events were reported for this quarter. Product return status 8 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined. Additional information 10 devices were not labeled for single-use. 10 devices were not reprocessed or reused.

Event description:
This report summarizes 10 malfunction events in which the device had run-on. - 10 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h1, h6, h11: 10 events were previously reported during the reporting quarter: however, 1 event was reported in error. 9 previously reported events are included in this follow-up record. Product return status: 8 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 9 malfunction events in which the device had run-on. 9 events had the problem identified during a non-clinical procedure; there was no patient involvement.